Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) after receiving a shock. Technical services (ts) reviewed the episode noting t wave oversensing, noting the rhythm in the episode looks much different than the presenting subcutaneous electrocardiogram (s-ECG). Small, notched morphology present which could be bundle branch block. Post shock the larger rhythm morphology returned. Ts did not have any vector programming recommendations and that the clinic may need to investigate further into what caused the morphology change or possible medical history changes. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.